Manufacturer narrative:
After investigation, corindus has repaired this unit during normal service activities.

Event description:
During a service visit, it was noted that the pivot 2 joint of the articulated arm was loose. This issue occured during service and as such there was no patient involvement. A loose joint could cause the arm to fail to hold position. Failure of the arm to hold position has the potential to result in unintended motion of the interventional devices if used on a patient.